Event description:
The day after an lbbap procedure, the ventricular lead threshold increased significantly, while impedance and sensing decreased. On the x-ray, the lead appeared only slightly displaced. During the revision, the lead was replaced because no capture threshold could be obtained with it. Lead replacement with a new identical lead.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The day after an lbbap procedure, the ventricular lead threshold increased significantly, while impedance and sensing decreased. On the x-ray, the lead appeared only slightly displaced. During the revision, the lead was replaced because no capture threshold could be obtained with it. Lead replacement with a new identical lead.